Event description:
The target lesion in the lad exhibited severe calcification and moderate tortuosity. The target lesion was pre-dilated twice using a 2.0 x 15 mm balloon up to 18 atm's. 50 - 60 % stenosis remained following pre-dilation. Resistance was encountered advancing the integrity stent to the target lesion. The device had been inspected prior to use with no issues noted. Following the failed integrity delivery, further pre-dilation was performed using a 3.0 mm balloon and another integrity rx stent was successfully delivered.

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (target lesion exhibited severe calcification, moderate tortuosity and 50-60% stenosis following pre-dilation). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (target lesion exhibited severe calcification, moderate tortuosity and 50-60% stenosis following pre-dilation).

Event description:
The physician intended to implant a 3.5 mm diameter x 26 mm length integrity rapid exchange (rx) coronary stent to treat a lesion a patient. Following introduction of the device into the vessel it was reported that the stent was observed to be damaged and was removed from the patient. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st proximal stent segment was raised and deformed.

Manufacturer narrative:
Evaluation, results: (root cause cannot be determined due to limited information). Evaluation, conclusions: no conclusion can be drawn (root cause cannot be determined due to limited information). (B)(4).